Event description:
It was reported that patient experienced an infusion set adhesive failure on 15 jun 2026, where the infusion set tape was not sticking.

Manufacturer narrative:
E1: event city: (B)(6).event country: (B)(6).name: (B)(6).country: united states of america.address ¿ line 1: (B)(6).city: (B)(6).state: (B)(6).zip code: (B)(6).request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545.manufacturing site: 3003442380.